Event description:
The customer reported that a ventilator had an oxygen (o2) manifold leak. The device was in use. The unit was swapped out; there was no patient or user harm. The customer confirmed the reported failure. The customer states they went to transport patient and found that the o2 manifold was defective. The customer recollects that when the wall o2 connection was disconnected, and the tanks turned on that the o2 manifold began to leak from the wall connector. The rse advised customer to replace the o2 manifold.

Manufacturer narrative:
The customer replaced the (o2) oxygen manifold to resolve the issue. The unit was tested, and it was returned to service.